Manufacturer narrative:
Device analysis summary: the rapidcross pta balloon device was returned to medtronic investigation lab in two segments- fractured/separated from each other. The distal segment was approximately 28cm in length. The distal segment was inspected under microscope and noted multiple kinks/bends of the catheter. The distal end of the distal segment showed a ductile fracture of the blue inner shaft and a radial tear of the balloon. It should be noted the proximal marker band was discovered approximately 1.5cm from the distal end. The proximal end of the distal segment showed a ductile fracture face. Approximately 3mm of the green proximal shaft was visible at the proximal end. Evidence of a zipper tearing was noted from the rx port of the rapidcross. The proximal segment received, which included the manifold assembly was inspected. Approximately 9 cm of the support wire was exposed from the proximal shaft. An approximate 45-degree bend to the proximal shaft was noted approximately 2.5cm from the fracture. The total working length of the proximal segment measured to approximately 136.5cm. The fracture face was inspected under microscope and was ductile in nature. The product labeling indicates the working length for the rapidcross is 170cm. The total length of both returned segments was approximately 164.5, which indicates approximately 5.5cm of the distal end of the catheter which included the distal marker band was not returned. It should be noted the customer indicated a snare device was used to retrieve the distal end which included a portion balloon segment. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the rapidcross to treat a cto in the left pedal artery as per IFU. It was reported balloon was delivered to lesion without issue. Physician was pulling back gently to reposition prior to inflation when it was noticed the catheter was coming back, no balloon markers were observed. 145cm of the catheter was removed from the patient. Multiple sizes from smaller to larger were placed next to remaining piece to gradual get to popliteal. Sheath advanced to mid sfa and a snare was used to pull detached piece back into the sheath. A small distal piece separated in the patient, and another snare was used successfully to remove it. The procedure was terminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.